Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within range.

Event description:
The initial reporter received a questionable high elecsys troponin t hs result from one patient sample tested on the cobas e 801 analytical unit. The initial result at 9:37 am was 23.0 ng/l. The first repeat result at 9:43 am was 6.11 ng/ml. The second repeat result at 10:32 am was 5.86 ng/ml. The repeat results were believed to be correct.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The field service engineer replaced the gear pump head, adjusted the water level and the gear pump head pressure, and flushed the probes. The investigation is ongoing.